Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/12/2025, it was reported by a sales representative via (B)(4) that an ar-9165cdg baseplate impactor was cracked on the tip. This was discovered after the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -upon visual inspection, the two rounded tips at the distal end of the blue guide baseplate adapter of the univers revers¿ universal baseplate impactor had broken off. -functional testing was not performed due to the damage to the device. The most likely cause of this failure is wear and tear damage incurred during repeated insertion and/or removal processes and extended use in the field. Manufacturing date 2019.